Event description:
Boston scientific crm received information that one day post implant this lead dislodged. The lead was explanted and successfully replaced. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As of this date, the lead has not been returned. If this lead should be returned to our company, it will be analyzed and this event will be reopened and updated as necessary.